Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Confirmation of migration cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated the patient had multiple falls prior to the reported event. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. Lead migration while in vivo, as a result of a sudden event/trauma can also, cause internal wires to overstress and break. Lead a analysis found a kink on the outer tubing where all internal wires were broken, this is consistent with an overstress condition or sudden event that occurred while still in vivo.

Event description:
Related manufacturer report numbers 1627487-2023-04180, 1627487-2023-04181, 1627487-2023-04182, 1627487-2023-04183. It was reported that the patient's leads had migrated due to multiple falls. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to resolve the issue. During the procedure, the ipg was also explanted and replaced due to being unable to insert the new lead completely.

Manufacturer narrative:
Date of event is estimated.